Manufacturer narrative:
Submitted: 06/26/2013, device evaluation: review of the black box and download history showed only normal usage alarms and warnings. On testing, the pump powered on normally. The display was noted to be dim and discolored. A test display was attached to the pump, which illuminated properly without discoloration. The pump did not detect the cartridge during the load step and emitted the appropriate load step warning. The force sensor calibration was noted to be out of specification. The pump was opened for investigation and revealed contamination on the force sensor assembly. The cartridge was returned for investigation. A visual inspection of the cartridge was performed. No damage or defect was noted. A leak test, fill test and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass test for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. Recall #2531779-03-24-2010-003-r.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the display was dim and discolored. The force sensor assembly had contamination on it and was out of specification.